Manufacturer narrative:
Additional information: g1 plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) for operational assistance. The patient was in treatment on the liberty select cycler and was not feeling well. The patient wanted to know how to disconnect from the cycler so they could go to the hospital. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient did go to the hospital on the date of the call; however, it was reportedly unrelated to use of the liberty select cycler or any other fresenius product(s). No further information was provided. There was no indication of a serious injury, patient death, or other adverse event related to a fresenius product. Additionally, there was no indication that the cycler was being sent back to the manufacturer for evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) for operational assistance. The patient was in treatment on the liberty select cycler and was not feeling well. The patient wanted to know how to disconnect from the cycler so they could go to the hospital. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient did go to the hospital on the date of the call; however, it was reportedly unrelated to use of the liberty select cycler or any other fresenius product(s). No further information was provided. There was no indication of a serious injury, patient death, or other adverse event related to a fresenius product. Additionally, there was no indication that the cycler was being sent back to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a liberty select cycler malfunction or deficiency related to the hospitalization.